Event description:
As reported by the user facility: brief inquiry description: cut in venous tubing distal to venous pod and and proximal to dialyzer connection. Detailed inquiry description: tiny stream of blood spraying from venous tubing distal to venous pod and proximal to venous dialyzer connection. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number xxxxxxxxx. Two (2) photos were submitted to the manufacturer for evaluation. Through visual examination, it was noted that the tubing between the venous pod and end connector was circled with a blue circle. Unfortunately, due to the quality of the photos and lack of physical sample returned, the reported defect was not able to be observed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the investigation, the reported defect could not be observed in the photo. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.